Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
She stated to customer service where the upholstery is she can see the metal.